Event description:
The customer reported that the device operated for 5 minutes and then the jaws could not be re-opened. The site contact did not know if the device was applied to tissue when this occurred and was not able to provide additional details regarding the device or incident. There was no pt injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.